Manufacturer narrative:
Note: several attempts were made to acquire add'l info about this event. There was no info given. The report was reevaluated based on the limited info and was deemed reportable. One atlas was returned for eval. The device was plugged into a generator and tested on simulated tissue with acceptable results. The device was tested fro resistance and jaw gap. Both specs were within the allowed rage. Valleylab was unable to duplicate the customers report.

Event description:
Procedure: unspecified colon. Reportedly, the device sealed the left colica, but bleeding occurred. Another vessel was sealed, but it too bled after application of the device. No reported injury. Note: several attempts were made to acquire add'l info. Specifically, the amount of bleeding, and the function of the device such as whether the device made the correct tones or simply did not work because of an error code. No add'l info was provided as there were no responses to these queries. The report was reevaluated based on the limited info and was deemed reportable.